Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The mother of a customer reported via phone call that her son's insulin pump is stuck in the rewind loop, although the display incorrectly indicates rewind complete. The customer indicated that the piston cannot go all the way and is stuck in the up position and the pump als cannot exit the load reservoir process. Customer does not recall any significant events leading to the error. Customer's blood glucose was 256 mg/dl at the time of incident. Troubleshooting was done for rewind but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test and displacement test. No unexpected insulin flow blocked alarm noted. The load reservoir feature functioning properly. However, pump failed force sensor test at (B)(4) lbs. The force sensor was tested outside of the device and passed. The force sensor may have had an intermittent failure that was not detected during our testing. Problem isolated to the force sensor. The prime/seating test, rewind test and motor slide functioning properly. The insulin pump was received with a high sleep current measurement. Problem isolated to the connector, we were unable to perform the occlusion test due to pump failed force sensor test. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked retainer and minor scratched lcd window.